Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with vaginal hysterectomy with sacrospinous ligament fixation; due to sui and vaginal prolapse. It was reported that following insertion the patient experienced bleeding, dyspareunia, vaginal scarring and malodorous discharge. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4).